Event description:
Radiologically assisted placement of guidewire to stomach; dilator passed our guidewire easily; unable to pull guidewire out with 2 attempts; when both dilator & guidewire pulled out; guidewire bent near end (2 1/2" from end).